Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-10642. It was reported the patient was admitted to the hospital on (B)(6) 2018 with pneumonia 2 days after implant on (B)(6) 2018. The patient is now on antibiotics and doing better. The pneumonia is completely gone. The patient has stimulation.